Manufacturer narrative:
The provided information has been entered into our quality system as a complaint. As of today, the patients declaration of consent is not available. Therefore, the lead and the ICD itself could not be investigated and no conclusion could be drawn regarding the root cause of the clinical observation. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. Should the patients declaration of consent become available, this report will be updated.

Event description:
It was reported that the lead was explanted and replaced due to suspected breakage approx. 75 months after the implantation. The associated ICD was prophylactically explanted and replaced during the same procedure due to the field safety corrective action, bio-lqc, initiated in march 2021.